Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging coated in debris from surgery. The t1 anchor was detached from the device. The t2 anchor was actuated fully to the distal tip of the device. The t2 anchor had dry debris in front of the device. T2 appeared to be jammed upward from the needle. The debris appears to be pushing t2 out of position. A functional evaluation revealed the device could not be functioned as intended. T2 jammed at the distal tip of device. A review of the customer provided image confirms the devices product number. The batch number reported does not match the batch number in image. The image also reveals the device is in the fully actuated position and that t1 and t2 have become detached from the device. The complaint was confirmed. Factors that could have contributed to the event include a build up of debris restricting the deployment of the second anchor.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t2 cannot be deployed, t1 was removed from the patient's anatomy. Delay greater than 30 minutes was reported. Smith and nephew back-up device was available to complete the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.